Event description:
Customer reports taking humalog via insulin pump based on result of 469 mg/dl obtained on aviva system 1. Approximately 1.5 hours later customer fell, pulling a shopping cart on her. Emergency medical services (ems) were called; customer's result on professional device was too low to register on their device. Ems treated her with an IV containing glucose and customer's low blood glucose symptoms improved 10-15 minutes later. Four days later, customer reports taking humalog via insulin pump based on result of 192 mg/dl obtained on aviva system 1. 2 hours later, customer tested 98 mg/dl on aviva system 1. Approximately 4.5 hours after testing 192 mg/dl, customer's spouse noticed customer's low blood glucose symptoms and tested her on aviva system 1. Result was 119 mg/dl; within 10 minutes of this result, he tested her with aviva system 2 and result was 44 mg/dl. Customer's spouse treated her with 4 oz cranberry juice which she consumed on her own, and low blood glucose symptoms improved. Requested return of suspect device; however, test strips from aviva system 1 have been discarded; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301770, expiration date 06/30/2010). Will not be returned to manufacturer.

Event description:
Technician alleged foot end of stretcher will not brake.